Event description:
A "handful" of incidents since the first of the year where a pressure sore develops under the clamp. One pt had a build up of fluid and face was very swollen. It is believed that the device was on about a week when the "cut" developed, pt required plastic surgery to close lip.